Event description:
Gold tip fell off post procedure.

Manufacturer narrative:
Lot history record review: the lot history records were reviewed for any abnormalities, which may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for eval, and is currently under investigation. Conclusion: this complaint investigation is currently ongoing at this time. Once the eval has been completed, a f/u report will be sent.